Manufacturer narrative:
Additional information was received and it was learnt that the intraocular lens zlb00 +20.0 diopter with serial number (B)(4) was implanted on (B)(6) 2018 and explanted on (B)(6) 2018. A monofocal zcb00 +20.0 diopter was implanted as a replacement. No medical or surgical intervention was required. Therefore the following fields have been updated accordingly: brand name: tecnis 1 multifocal. Serial#: (B)(4). Model #: zlb00. Catalog#: zlb00u0200. Expiration date: 3/12/2022. UDI #: (B)(4). If implanted, give date: (B)(6) 2018. If explanted, give date: (B)(6) 2018. (B)(6). Device manufacture date: 3/12/2018. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2018. If implanted; give date: (B)(6) 2018, day not provided. If explanted; give date: n/a (not applicable). Planned but not confirmed. The intraocular lens (iol) is not returning for evaluation as it remains implanted, and the serial number of the device is not available; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient underwent implantation of a tecnis multifocal iol (intraocular lens) in (B)(6) 2018. Since having the lens implanted, the patient is unhappy with the halos experienced. The surgeon is planning to explant this lens, however an exact date for explant has not been provided. Despite attempts to obtain information no further information has been provided.

Manufacturer narrative:
In review of the first supplemental MDR 9614546-2018-01041, it was noticed that the manufacturing site address was inadvertently not updated from: van swietenlaan 5 groningen, 9728 nx. Nl. To lot h.s (d) 70252, pt 2489 jalan hi tech 11, industrial z kulim hi tech park, 09000 my. It has now been amended in this MDR. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.